Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure - issue due stress applied to the affected component. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
B3: date of event is unknown. Additional information will be provided if available. Date of event is unknown. Additional information will be provided if available. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the aspiration needle sheath was stripped at the tip. The reported issue was observed during a diagnostic endobronchial ultrasound (ebus), which was completed using another device. There was no report of patient harm.